Event description:
High blood sugar values, ketonuria and stomach pain[hyperglycemia nos], ketonuria, abdominal pain upper. A nurse reported that a pt who was introduced to mixtard 20 (dual acting human insulin) in 1996 and an innovo insulin delivery device in 2002, due to diabetes mellitus (type unknown), experienced high blood sugar values, ketonuria and stomach pain and was hospitalized. At hospital the pt was treated with "peroral" fluid and novorapid (insulin aspart). When the pt was discharged from hospital, they went back on the same dose of mixtard 37 iu daily, and a new innovo insulin delivery device. Reportedly, the pt has recovered completely from the event.